Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported break/fraying with sparking at the power supply cable. The power cables were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. Due to exposed wiring of the power supply, the patient electronic system was uncappable of powering on. In result, a golden power supply was used to replace the damaged cable and then was able to power on while using the returned power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.